Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from the receiver that occurred (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.